Event description:
It was reported that a patient had a granuloma. The reporter stated that they were told by a health professional, that a patient had come in before with symptoms of leg weakness "and stuff" and it ended up being a granuloma. Once they removed the granuloma, things were better. No other further specific details were provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).